Manufacturer narrative:
Correction: the g3 of the previous report should have been 23 oct 2024

Manufacturer narrative:
Correction: the g3 field of the previous report should have been 29 nov 2024.

Event description:
New information received indicated that the open-heart surgery was unrelated to the device. During an in-clinic follow up, the device was interrogated and i2i communication issues were observed. Also, far r-wave oversensing and noise reversion episodes re-occurred. Programming changes were performed. The patient condition was unknown

Event description:
New information received, indicated that additional programming changes were performed. And that there were no patient consequences.

Event description:
New information received indicated that the patient presented in clinic for another follow up. Upon review, the device exhibited far r-wave oversensing and noise reversion episodes. Programming changes were performed. It was also noted that the patient had experienced a stroke post open heart surgery. The cause of the stroke was unknown. No further intervention was performed, and the patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the patient's atrial leadless pacemaker exhibited under-sensing resulting in inappropriate automatic mode switch. Programming changes were performed. The patient was stable and will further be monitored.